Event description:
It was reported that the patient presented in clinic for follow up. A security software update for the pacemaker was attempted, but was unsuccessful after multiple attempts. Backup vvi mode then occurred on the pacemaker. No changes or intervention was performed. The patient condition is stable.